Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -10.5/1.5/064 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was replaced with a shorter length lens in a second surgery on (B)(6) 2023 due to excessive vault. This resolved the problem.

Manufacturer narrative:
(B)(4).